Manufacturer narrative:
This report is submitted on june 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting and exchange of the external components did not resolve the issue. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device.